Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complaints team received a long-term outcome and quality indicator (loqi) impella registry reported stating a patient had ventricular fibrillation with relationship of 'definitely' related to the impella cp. Loqi states: "an impella cp was placed but resulted in more ventricular ectopy which degenerated to vf s/p direct current cardioversion 1. The impella was removed with improvement in hemodynamics." The procedural outcome was the patient survived the surgery.